Manufacturer narrative:
Insulin pump passed self test, a21 error test, all operating currents tested with in the spec range, and passed off no power test. Pump was monitored and tested with no failed battery test noted. Unable to confirm a33 alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/a33, excessive no delivery test, and occlusion test due to completely cracked end cap. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms during the manual prime. Customer stated that the insulin pump never regained function. Customer also mentioned receiving a failed battery test, however declined any troubleshooting. Troubleshooting was performed for the error during manual prime and the drive support cap was noted to be normal. Customer was advised to revert to a back up plan and the insulin pump is being returned.